Event description:
The patient was unresponsive approximately 2 1/2 hours into the treatment, and the blood pressure was charted at 30/20. CPR was initiated in the clinic and was continued in transit to the hospital, where the patient expired. Dialysis clinic personnel reported the machine did not alarm to alert them to the decrease in the patient's blood pressure.